Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he was having difficulty filling the reservoirs with insulin without any air bubbles. His blood glucose at the time of incident is unknown. He states that he has shaky hands from his other medications and has trouble holding the insulin bottles steady. He also reported occasional low blood glucose episodes. The customer was offered a transfer to the helpline but he declined. No products were returned, replaced, or shipped.